Event description:
It was reported that customer experienced difficulty sliding cartridge into pump. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.